Event description:
The customer stated a falsely elevated magnesium result was generated on the architect c16000 for one patient sample. The initial magnesium result was >3.9 mmol/l (7.8 meq/l). Upon repeating the sample on another analyzer a result of 0.72 mmol/l (1.44 meq/l) was generated. The elevated result was not reported outside of the laboratory. Service inspected and serviced the architect and found the sample probe was misaligned. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.